Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6), 2021. During the procedure, the delivery system would not advance completely through the scope. The procedure was not completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a27 is being used to capture the reportable issue of aborted/cancelled procedure. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully deployed and expanded. The delivery system was received in position "4". Visual examination of the returned device found the stent deformed and the stent wires were loose. The stent cover was damaged and the inner sheath was kinked in two sections. The tip (nose cone) was also detached from the inner sheath and was not returned. A scanning electron microscopy analysis was completed and found tears in the polymer surface and areas where the stent has pulled out of the polymer and significant damage present on the edge of the stents. No other issues with the stent and delivery system were noted. The reported event of device difficult to advance could not be confirmed; this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the device was intended to be placed trangastric to the stomach. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. " the hot axios stent is not indicated to be placed transgastric to stomach. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It is hypothesized the holes in the stent cover originated due to mechanical forces. The material appears stretched, which is indicative of a ductile material property and evident of a tear rather than heat or chemical exposure. Other holes appear to be separations or punctures, which likely originate from mechanical forces. It may be that how the device was handled or manipulated during the insertion of the device through the scope and the resistance felt by the physician, limited the performance of the device and contributed to the device difficulty to advance, inner sheath kinked and tip detached. Additionally, the damages noted on the stent and the stent cover were likely due to interaction with the scope and additional tools/devices during advancing of the stent through the scope. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore,a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 07, 2021 that a hot axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric endoscopic retrograde cholangiopancreatography (ercp) (edge) procedure performed on (B)(6) 2021. During the procedure, the delivery system would not advance completely through the scope. The procedure was not completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted transgastric to the stomach during an endoscopic ultrasound (eus) directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to stomach.